Event description:
It was reported that the patient's right atrial (ra) lead had elevated short v-v counts of three hundred and forty eight, and high atrial thresholds. No intervention was noted on the lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.